Event description:
The customer intended to print a beams eye view with a magnification of 1.45 to 1. The customer unintentionally entered a magnification of 145 to 1 (a value outside expected range). Pinnacle printed the beams eye view at a scale of 1.32 to 1 on the paper, but the beam's eye view label indicated a scale of 145 to 1.